Event description:
After intubation of a respirator, was in place in the ER, a nasal gastric tube was inserted for enteric feeding. A pellet of fd&c blue no 1 dye was used to color the liquid food in order to monitor the correct feeding and placement so pt would not aspirate the food. Over a period of thirteen days pt received the food and blue no 1 dye intermittently. Pt seemed to be getting better until the last day. The feeding and dye was started again, within a matter of 45 mins to an hr, pt turned totally green, eyes, skin and later known organs. Pt's oxygen consumption dropped very low and pt became hyperthermic and skin felt very hard and cold. The dr who pronounced pt dead had never seen this before, nor did the undertaker or medical examiner. Upon research - new england journal of medicine - oct 5 - has spoken with the author and has found out that pt is only the fourth reported case and pt death is directly a cause of fd&c blue no 1 dye.